Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with noise on the sense portion of the rv lead after fall. The patient received inappropriate shock. The sensing part of the lead was capped. The shocking port still in use. The patient was stable post-procedure.